Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp diagnostic error log. The fse checked the fiber optic module with tester numerous times and the iabp passed with no failures. The unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. No patient harm, serious injury or adverse event was reported.